Event description:
Pt status post plate and screw implantation approx a yr ago returned to surgeon after experiencing a fall. X-ray on an unk date showed a nonunion at the fracture zone; supercondylar femur fracture. Surgeon noted no screws were broken. Pt returning to operating room (B)(6) 2011 for removal of hardware.

Manufacturer narrative:
Implanted approx one yr ago. W/o a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.